Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an abdominoplasty on (B)(6) 2015 and a reservoir was connected to a drain. Post-operatively, the device was received with defects in the lock. Another like device was used. There were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.